Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of helium leakage in the cart. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found helium leak. In order to fix the issue fse replaced quick disconnect (d103-00-0711), spacer (d361-00-0792 ) and helium reservior (d997-00-0565 ). Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0997-00-0565, sn (B)(6); pn 0361-00-0792; pn 0103-00-0711. Parts were received with a reported failure of a helium leak in the cart. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0997-00-0565 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm a helium leak. The fat installed pn 0361-00-0792 and pn 0103-00-0711 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm a helium leak. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leakage while in the cart. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a